Event description:
Patient reported that the spring on the pump does not go back and is worried for his next infusion. The patient did successfully infuse this weeks' dose with no issues. However, as he was re-ordering, he noticed the current pump spring was not dialing back. Patient was advised that we will send a return box and new pump and advised to return that pump to avoid a charge. The patient stated his infusions are tolerated well and there were no other question. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.